Manufacturer narrative:
The insulin pump was received with intermittent esc button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.